Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 26 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient developed a pseudoaneurysm above the stent graft which resulted in an endoleak at the location of the renal arteries. The explanted stent graft was mangled, cut up and discarded by the user facility. The physician cut the bifurcated graft in half and sutured a tube graft to the existing graft so the iliac limbs could remain in the patient. It was reported that recently a renal to hepatic bypass procedure was performed. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, pseudoaneurysm above the stent graft. Conclusions: pseudoaneurysm above the stent graft.